Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
A customer contacted global technical services (gts) regarding a disconnection that occurred on the homechoice (hc) unit during dwell 1. The home patient (hp) stated that one of his supply bags rolled off the table and fell on the floor. The supply line disconnected from the bag and the hp pressed stop and called baxter for direction. Gts assisted the home patient (hp) with ending therapy and restart with new supplies. No injury or medical intervention was reported.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of (B) (6) 2009, there was large amounts of bleeding during the operation. Attempts were made to control the bleeding. "We had contacted the family and they were well apprised of the grave situation as we went to the intensive care unit with the patient on extracorporeal membrane oxygenator. He left the operating room in very, very critical and unstable condition."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had 3 other devices implanted. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process.